Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint of ¿broken cable.¿ the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury.